Event description:
Hemodialysis technician reported a pt was being treated on a system 1000 device and a fire occurred at the hard power switch in the back of the device. The device shut down and the flames were extinguished with a fire extinguisher. There was no pt injury or medical intervention associated wtih this incident.